Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles throughout the tubing. The user¿s blood glucose (bg) level ranged from 200 mg/dl to the low 300¿s (mg/dl). The user changed the cartridge and delivered a bolus to address bg level.